Manufacturer narrative:
The field service engineer found that a reagent probe was bent and occluded with plastic. The probe was replaced. The investigation is ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results from 3 patients on a cobas 8000 cobas c 502 module. For patient 1, the initial mag result was 9.2 mg/dl. The repeat result on another analyzer was 2.0 mg/dl. For patient 2, the initial mag result was 9.0 mg/dl. The repeat result on another analyzer was 2.0 mg/dl. For patient 3, the initial mag result was 9.4 mg/dl. The repeat result on another analyzer was 2.2 mg/dl. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.